Manufacturer narrative:
(B)(4). Date sent: 7/7/2025. D4 batch#: a9e54k. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the was received with the nose cone cracked and the mount was noted to be loose. Due to the device returned condition no functional test could be performed the instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.

Event description:
It was reported that during an unknown procedure the switch buttons were with slowly bounce response after pressed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.